Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the real time clock chip.

Event description:
It was reported that, the ventilator display became inoperable. There was no patient involvement.